Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2-pocket c4 was unable to recover. A field service engineer verified that main half-height drawer 3.2 was intermittently going off bus. Upon inspection, a pill was found resting on top of the printed circuit board assembly (pcba) controller module board, which was removed and handed to the customer. The row board cable and retractor band were cleaned and re-seated. Additionally, drawer 5.2 was exhibiting row board issues; both the retractor band and row board cable were cleaned and re-seated. Drawer 5.1 was also re-seated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.